Event description:
The lay user/patient contacted lifescan alleging the meter is not functioning properly. The issue has not been resolved with troubleshooting. There were no allegations of harm or injury.